Event description:
In our initial report we incorrectly reported that ten guardia¿ access embryo transfer catheters in the lot contained the oily substance. Ten unused unopened device from the lot are being returned. Additional information was received 15sep2021: the oily substance was noticed prior to any liquid entering the devices. Approximately twenty devices were opened and noted to have an oily substance on the inner wall of the transfer catheter. Specific details on the number of cases, date of events, patient demographics is not available.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Additional/corrected information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, an oily substance was found on the inner wall of a guardia¿ access embryo transfer catheter. Another same type device from a different lot was used to complete the procedure. It was reported that 10 guardia¿ access embryo transfer catheters in the lot contained the oily substance. No adverse events have been reported as a result of the alleged malfunction.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Summary of event: as reported, an oily substance was found on the inner wall of a guardia¿ access embryo transfer catheter. Another same type device from a different lot was used to complete the procedure. The oily substance was noticed prior to any liquid entering the devices. Approximately twenty devices were opened and noted to have an oily substance on the inner wall of the transfer catheter. Specific details on the number of cases, date of events, patient demographics is not available. No adverse events have been reported as a result of the alleged malfunction. Investigation evaluation: reviews of the complaint history, device history record, documentation, drawings, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The product instructions for use (IFU) provides the following to the user related to the reported failure mode: "note: one cell mea tested and passed with 80% or greater blastocyst development within 96 hrs. Usp endotoxin (lal) tested and passed with 20 EU or less per device." How supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile store in a dark, dry, cool place avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. A review of the work order confirmed the device lot passed all mea and lal testing. Based on the available information, a definitive cause of the unknown substance could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.